Manufacturer narrative:
(B)(4).

Event description:
It was reported that an infection was suspected around the device system as the insertion site was red with a small white blister. The physician prescribed oral medication. Additional information was received which indicated that the patient was allergic to the glue that was used. No additional adverse patient effects were reported. This pacemaker, right atrial (ra) lead, and right ventricular (rv) lead remain in service